Manufacturer narrative:
Endoleaks are addressed in the provided IFU. Event is still under investigation.

Event description:
A patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. Final confirmatory angiography revealed an endoleak. CT was taken from front, right and left side with a c-arm. The endoleak was thought to be type iii caused due to a pin hole. A main body extension was placed at the site above the main body limbs that the type iii was thought to be caused. The endoleak was not resolved. Then the physician considered the endoleak was caused from junction part of the left iliac leg, and another manufacturer's stent was placed to resolve it. However, the endoleak was still not resolved. The patient's condition after the procedure is unknown as this information was not provided by the reporter. Act was over 200.